Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose (bg) levels reached 548 mg/dl while wearing the pod. The patient's bgs were 548 before the emergency room visit. Patient's mother administered a bolus of 10 u novalog. Upon arrival to hospital. After the insulin was delivered patient's mother reported bgs were down to 400 & then 300. The patient had blood tests run and was given a prescription for lantus glargine to be administered. (36 u at bedtime every 24 hours).

Manufacturer narrative:
The returned device was evaluated. A pdm error was seen on startup and could not be cleared by resetting the pdm. The alarm indicated that the check of the bg board conducted at startup had failed. The bg board was replaced and the pdm had started up normally. The original board was inspected and no defects were observed, however it appeared that there was a glue like substance and some corrosion was found.